Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 5fr sheath, after a transarterial chemoembolization procedure. Reportedly, bleed back from the marker lumen was achieved; however, bleeding around the metal shaft was also observed. The suture of the proglide device did not deploy on the artery, with two proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.